Event description:
Suspected infection. Surgical procedure could not be ruled out as contributing to infection. Pt returned to hospital with pain 1-2 weeks after surgery. Treated with antibiotics. No organism was identified.

Manufacturer narrative:
Age and weight of pt are not known to manufacturer. Manufacturer is not aware of whether or not user facility intends to report this event. The method code was selected with "other" meaning that the training, labeling and reported details were evaluated. There was no evidence of out of specification condition that could have contributed to this event. The investigation is inconclusive as to the cause. Since the surgical procedure could not be ruled out as a contributing factor, this event is being reported.